Event description:
It was reportd during a bowel resection the surgeon was not able to complete the first firing with the tlc75. The scrub was instructed by the surgeon to open another tlc75 to complete the case. There was no consequence to the pt.